Event description:
Customer reported that five minutes into bypass the outlet connector of the reservoir became detached and 350 ml of blood was lost. The reservoir was replaced. No pt issues were reported as the result of this event.

Manufacturer narrative:
Co's investigation revealed that if too much freon was used to clean this groove and it was not allowed to properly evaporate it could weaken the bond. Since this housing is mfg using a clean molding process co has found that the use of freon to clean the groove was not necessary. As a result, co has eliminated the freon cleaning operation. In addition, co has implemented a second application of adhesive to this connection in order to further strengthen the bond between the housing and the connector. Since the implementation of these corrective actions co has not rec'd any similar reports for units produced after these actions were implemented.